Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that during an av graft procedure, the balloon on the fogarty catheter had difficulty deflating. A new fogarty catheter was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Our product evaluation laboratory received one fogarty thru lumen embolectomy 5fr 40cm catheter. Balloon inflation testing was performed using a 10cc syringe and the back pressure indicated an occlusion from the balloon inflation lumen. The balloon inflation lumen was found to be occluded with an unknown radiopaque, gel-liked material throughout the lumen and an x-ray picture was taken. Visual examination under microscope noted both the balloon and windings were intact. The through lumen was found to be patent and did not leak. No other visible damage or inconsistency was observed from the catheter body. The unknown particle was sent to chemistry for further analysis and a supplemental report will be sent with the investigation results. The report of "catheter had difficulty deflating" was confirmed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
A chemistry evaluation was completed to identify the unknown radiopaque, gel-like material that was found throughout the lumen during the product evaluation. Results from the screening electron microscope detected sodium, chloride and iodine in the unknown particles. The detected elements in the sample that was evaluated are typical for use in the type of procedure performed for the reported event. Iodine is typically found in contrast medium and normal saline is commonly used in procedures.